Manufacturer narrative:
According to the facility on 04/08/24 there was an issue "at the connection site where it screws into extension tubing" causing the feeding to leak. Per the facility when this occurred the patient required additional tube feeding as they did not receive the full volume with the original feed administration. Per the facility they do not have any additional specific information about the incident(s) and are unable to confirm the number of events. The sample has been requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Multiple lots listed: 96923110001, 9692311004, 96923120002.

Event description:
According to the facility on 04/08/24 there was an issue "at the connection site where it screws into extension tubing" causing the feeding to leak.